Event description:
It was reported by the customer that a pyxis medbank system application was unresponsive and did not shut down. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application becoming unresponsive. A field service engineer deactivated the device by toggling the power and disconnecting the internal battery. Subsequently, the engineer reconnected the power and powered the device back on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.